Manufacturer narrative:
.

Event description:
It was reported that during device unpacking, a package issue was noted. Upon opening the box of the super sheaths, the customer noticed that "the sterile package of the sheath introducer was already opened." The event occurred outside of the pt.